Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate shocks that lead to therapy exhaustion during a supraventricular tachycardia (svt) episode. There were no additional adverse patient effects reported. Programming changes were made to the device.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.